Event description:
The patient has lesions in the right iliac and right sfa noted on the arteriogram. The clinician successfully pre-dilated the right iliac lesion with an angiosculpt 5.0 x 40 mm balloon and placed an abbott "absolute pro" 6.0 x 40 mm stent in the right iliac. The clinician also successfully pre-dilated the right sfa lesion using the same angiosculpt balloon and placed an idev "supera" 5.0 x 80 mm stent in the right sfa. Then, the clinician proceeded to put the angiosculpt back in to post-dilate the recently placed stents. The clinician successfully post-dilated the "supera" stent with the angiosculpt. Upon withdrawal, the angiosculpt got hung up on the distal portion of the freshly deployed "absolute pro" iliac stent. The clinician moved the angiosculpt back and forth in an attempt to dislodge the angiosculpt. The "absolute pro" stent became elongated and eventually the angiosculpt came loose and was removed. Upon removal, the angiosculpt device was inspected and no damage was observed. The clinician successfully post-dilated the elongated "absolute pro" stent with an abbott "fox plus" 6.0 x 80 mm balloon and placed a second "absolute pro" stent (6.0 x 80 mm) over the elongated stent. The patient had a good outcome.

Manufacturer narrative:
Evaluation summary: visual examination and performance testing of the returned angiosculpt catheter were performed. The distal tip, distal bond, intermediate bond and proximal bond all looked acceptable. There was no damage observed on the scoring element. The transition tube appeared twisted in some areas. A 0.018" laboratory guide wire was advanced through the guide wire lumen of the catheter without difficulty. The balloon was inflated to 8 atmospheres and 14 atmospheres with no leakage observed. At these inflation pressures, uneven spacing between the scoring element struts was observed. A warning statement regarding the use of the angiosculpt catheter in a freshly deployed stent is addressed in the angiosculpt pta scoring balloon catheter instructions for use (IFU). The angiosculpt catheter has not been tested for post-dilation of stents or in lesions distal to freshly deployed stents in clinical studies. Bench testing has shown no additional risk when inserting or withdrawing the angiosculpt catheter through stents (no interference with stent struts, no retention of or damage to the angiosculpt catheter). Device interference with stent struts or calcified lesions is an anticipated or known possibility. Evaluation of the returned angiosculpt catheter found no apparent evidence to suggest that the device got stuck at the stent and concluded no device defect. Review of the procedural angiogram, which was provided by the hospital, noted some flaring of the distal portion of the freshly deployed "absolute pro" iliac stent.